Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm on (B)(6) 2025. On the morning of approximately 10/06/2025, the patient felt symptoms of low blood glucose that as described as sweating. During this time the cgm was displaying 43 mg/dl. The patient did not check a finger stick reading to confirm their bg or did not make any treatment decisions. The symptoms persisted until the afternoon then she passed out when she was with her boyfriend at home. It is unknown what the cgm was displaying during this time. The patient's boyfriend was able to wake her up and gave her cranberry juice and 2 spoonful of peanut butter. The patient felt fine shortly after but then noticed that the sensor was not on her arm and had fallen off some time after passing out. At the time of the report, the patient was feeling fine. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.